Manufacturer narrative:
Product analysis summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a chest x-ray confirmed that the right atrial (ra) lead had dislodged. High thresholds and a loss of capture were also noted. A lead revision was attempted and the lead was repositioned several times but continued to dislodge. The physician believed there to be tissue in the helix "or the screw was broken." The lead was explanted and an alternative lead was placed. No patient complications have been reported as a result of this event.